Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to the right ventricular (rv) impedance measurements of more than 3000 ohms. Technical services reviewed the data and noted that the oversensing of noisy signals led to pacing inhibition of greater than 2 seconds, however the patient had intrinsic rhythm. Ts recommended patient to be seen in clinic. The patient is not dependent on this device. Boston scientific representative is going to discuss with the physician. This pacemaker device remains in service. No additional patient adverse effects were reported.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to the right ventricular (rv) impedance measurements of more than 3000 ohms. Technical services reviewed the data and noted that the oversensing of noisy signals led to pacing inhibition of greater than 2 seconds, however the patient had intrinsic rhythm. Ts recommended patient to be seen in clinic. The patient is not dependent on this device. Boston scientific representative is going to discuss with the physician. This pacemaker device remains in service. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section e: e1, e2, e3 initial reporter fields.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to the right ventricular (rv) impedance measurements of more than 3000 ohms. Technical services reviewed the data and noted that the oversensing of noisy signals led to pacing inhibition of greater than 2 seconds, however the patient had intrinsic rhythm. Ts recommended patient to be seen in clinic. The patient is not dependent on this device. Boston scientific representative is going to discuss with the physician. This pacemaker device remains in service. No additional patient adverse effects were reported.additional information received indicated that there was loss of capture and confirmed rv lead fracture. The patient was seen in clinic and lead revision procedure is planned to happen.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem & h6 device codes. This report contains correction in section e: e1, e2, e3 initial reporter fields.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem. This report contains additional information in section b5 describe event or problem & h6 device codes. This report contains correction in section e: e1, e2, e3 initial reporter fields.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to the right ventricular (rv) impedance measurements of more than 3000 ohms. Technical services reviewed the data and noted that the oversensing of noisy signals led to pacing inhibition of greater than 2 seconds, however the patient had intrinsic rhythm. Ts recommended patient to be seen in clinic. The patient is not dependent on this device. Boston scientific representative is going to discuss with the physician. This pacemaker device remains in service. No additional patient adverse effects were reported. Additional information was received that this patient was brought into the clinic for further evaluation. Isometric maneuvers were performed which reproduced noisy signals. Additionally, high out of range impedance measurements and loss of capture was observed on the rv lead. Technical services (ts) was consulted and provided recommendations. The plan is for the patient to undergo a revision procedure at an unknown later date. At this time, this device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to the right ventricular (rv) impedance measurements of more than 3000 ohms. Technical services reviewed the data and noted that the oversensing of noisy signals led to pacing inhibition of greater than 2 seconds, however the patient had intrinsic rhythm. Ts recommended patient to be seen in clinic. The patient is not dependent on this device. Boston scientific representative is going to discuss with the physician. This pacemaker device remains in service. No additional patient adverse effects were reported.